Event description:
It was reported that the patient experienced a potential embolic stroke post-procedure. The patient presented as symptomatic with right-sided weakness for a left transcarotid revascularization (tcar) procedure. The enroute transcarotid neuroprotection system (nps) was selected for use. After the patient awoke, the patient was unable to move the right arm or leg and was unable to squeeze the nurses hand. Computed tomography (CT) imaging showed no hemorrhage or evidence of a new stroke. The cerebral angiogram showed no evidence of stroke, and the stent remained patent. A posterior angiogram was also performed to allow examination of all four vessels. Magnetic resonance imaging (MRI) demonstrated acute infarcts in the left middle cerebral artery territory. The patient was intubated early that morning due to respiratory decline, which the physician attributed likely to aspiration. Six days after the procedure, it was reported that the patient had been extubated and was able to move the leg. Based on the timeline of symptoms and the acute infarcts present in MRI, it is suspected that the patient experienced an embolic stroke.